Manufacturer narrative:
The device was evaluated with the following results: the bifurcation port was visually inspected prior to evaluation and there are no cracks detected. Water was introduced through all of the device lumens and no water will flow through the device at all. The contamination guard was cut off of the device to inspect the device shaft. Visually the device shaft is severely twisted 4inches from the strain relief. Visually under 10x magnification the twisted shaft is not broken. Visually there is a kink in the bellows. After removing the contamination guard and visual inspection another attempt was made to introduce water into the device lumens. There is no water flow through any of the lumens and there are no leaks detected in the bifurcation. The device tip was clamped off to try to determine if there is interlumen leakage. There is no interlumen leakage detected. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. A review of the device batch record was performed for raw materials, in-process, finished goods and sterilization for lot number 763125 and there were no non-conformances or CAPA's opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. This device was manufactured in september 2010. Root cause could not be determined as we could not duplicate a leak during testing. Visually the device was severely damaged during use. No corrective action will be pursued at this time however we will continue to monitor complaints on an ongoing basis.

Event description:
It was reported that upon attempting a fluoro shot the customer noticed that the contrast was leaking out the back of the bifurcation port of the endoplege coronary sinus catheter; it was cracked. Another endoplege coronary sinus catheter was used.